Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was not connecting. The field service engineer found the network connection issue was due to the device being plugged into the wrong port and a misconfiguration in the dhcp settings. The field service engineer moved the device to the correct port. It identified that the system could connect via a fixed ip but not via dhcp. After correcting the dhcp settings, the system was able to connect successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ anesthesia station es, station not connected to es server experienced delay in dispensing medication. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.